Event description:
It was reported that the patient experienced a seroma; the pump pocket was swelling and filling with fluid. The hcp was not sure what the fluid was; interventions were being considered. The patient was reported to be "doing well as far as the therapy goes"; the patient was getting good therapy results. Additional information received indicated the seroma was "persistent." In 2009, a surgical revision of the pump was performed; from the left to right lower quandrant of the patient's abdomen. The cause of the event was unknown. The patient outcome was recovered without sequelae. The patient was seen 11 days post-operatively; there was no seroma at the revision site and the pump was functional.